Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional/ventral hernia repair surgery on (B)(6) 2014, and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2015, during which the surgeon noted ¿recurrent incisional/ventral hernia and extensive adhesions. Lysis of adhesions totaled approximately 4 hours.¿ it was reported that the patient experienced severe pain and discomfort. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020.